Event description:
It was reported during an unknown procedure on an unknown date two of the patient leads were left partially implanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.